Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Cage main body fracture intra-op was confirmed via visual inspection, x-ray images and correspondence. Conclusion: the root causes of the reported cage fracture include: (1) no distraction was applied during cage insertion; (2) applied cantilever force.

Event description:
It was reported that plif was done at l3-5. When inserting the cage in the procedure of the monopotal plf and straightening the diagonal cage using the impactor, it broke at the grip portion behind the cage. After that, the remained cage was tried to be removed with punch, but the cage was broken and only the fragments were removed, therefore, the vertebrae was scraped and made spade in the cage part and it was removed. After that, the cage was implanted with bipolar plf and the operation was succeeded.